Event description:
Boston scientific received information that during a device replacement procedure interrogation revealed this right ventricular (rv) lead displayed high out of range impedance measurements. In addition, oversensing was observed. All other lead measurements were within normal range. A decision was made to deactivate the pace/sense of this lead and implant an additional pace/sense lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.